Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the stomach in a laparoscopic sleeve gastrectomy, the device was unable to fire and the distal portion of the staple line was incomplete. They changed the device to resolve the issue. There was no patient injury.